Event description:
It was reported that the left ventricular (lv) lead was found to be dislodged a day after implant. The lead was removed and replaced with a new lead. During replacement with the new the lead the lead was unable to fixate to the vein due to the lobes not deploying successfully. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead was found to be dislodged a day after implant. The lead was removed and replaced with a new lead. During replacement of the new lead the physician was unable to fixate to the vein due to the lobes not deploying successfully. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary for (B)(4): the full lead was returned and analyzed. No anomalies were found. There was blood (not obstructed) on the distal and proximal conductor of the lead. There was an outer insulation breach/cut. The proximal conductor of the lead was distorted, kinked/buckled. Visual analysis revealed there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.